Event description:
It was reported that pulse generator interrogation displayed a -data not read- message. Reinterrogation gave the same result. The device was explanted and replaced, as battery data could not be assessed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.